Manufacturer narrative:
17-jan-2019 product investigation results: reporter returned an unspecified number of toothbrush heads on 12-dec-2018. Product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Event description:
Consumer contacted via phone and stated that the head of the brush head broke off in her daughter's mouth during brushing. No injury was reported.

Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the head of the brush head broke off in her daughter's mouth during brushing. No injury was reported.